Event description:
It was reported that this patient presented to the emergency room (ER). Upon interrogation, it was found that this cardiac resynchronization therapy pacemaker (crt-p) was operating in safety mode. It was noted that the patient experienced diaphragmatic stimulation. Technical services (ts) recommended device replacement. No adverse patient effects were reported. Currently, this crt-p remains in service.